Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device expulsion ("migration of essure device location of device: serosa of uterus") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: iud from 2001 to 2004. Concurrent conditions included ovarian cyst, uterine fibroid, anemia, vulval itching, vaginal odor and vaginal discharge abnormality. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash ("rashes") and skin disorder ("skin conditions"). On (B)(6) 2012, 2 years 6 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (robot-assisted laparoscopic hysterectomy, bilateral salpingectomy) and surgery (robot-assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, migraine, vaginal discharge, fatigue and skin disorder outcome was unknown and the intra-abdominal haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea and rash had resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, perforation, rash, skin disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. On operative diagnoses it was reported that once we were in the pelvis, the uterus was seen by the laparoscopic camera and 2 essure coils were found posterior to the uterus medial to the left fallopian tube imbedded within the serosa of the uterus. Both coils were there. There were 2 essure coils and no coil was able to be palpated in either of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on (B)(6) 2010, hysterosalpingogram test tha neither of fallopian tubes were visualized in keeping with tubal blockage. Essure device in left adnexa, however the ends of the essure devices are not extending into uterus. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet was received. Outcome of event dyspareunia, pain, bleeding, cramping, rashes and nausea were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device expulsion ("migration of essure device location of device: serosa of uterus") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: iud from 2001 to 2004. Concurrent conditions included ovarian cyst, uterine fibroid, anemia, vulval itching, vaginal odor and vaginal discharge. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash ("rashes") and skin disorder ("skin conditions"). On (B)(6) 2012, 2 years 6 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain") and migraine ("migraines"). The patient was treated with surgery (robot-assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, intra-abdominal haemorrhage, pelvic pain, abdominal pain, migraine, vaginal discharge, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, nausea, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, perforation, rash, skin disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. On operative diagnoses it was reported that once we were in the pelvis, the uterus was seen by the laparoscopic camera and 2 essure coils were found posterior to the uterus medial to the left fallopian tube imbedded within the serosa of the uterus. Both coils were there. There were 2 essure coils and no coil was able to be palpated in either of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2010, hysterosalpingogram test tha neither of fallopian tubes were visualized in keeping with tubal blockage. Essure device in left adnexa, however the ends of the essure devices are not extending into uterus. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics, historical drug, concomitant disease were added. Update suspect drug indication. On (B)(6) 2009, she implanted essure (previously reported as (B)(6) 2008). Added events abnormal bleeding (vaginal, menorrhagia), rashes, skin conditions, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), and fatigue. Migration of the essure device updated to migration of essure device location of device: serosa of uterus. On (B)(6) 2016, she explanted essure. Updated events, onset date. Laboratory data added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of the essure device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("severe cramping / abdominal pain"), migraine ("migraines") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, pelvic pain, abdominal pain, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device dislocation, intra-abdominal haemorrhage, migraine, pelvic pain, perforation and vaginal discharge to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: on (B)(6) 2010, hysterosalpingogram test that confirmed placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.